Event description:
Medtronic received a report that it was initially reported that the concerto coil could not be released; however it was clarified that this was incorrect and the coil was never inserted into a microcatheter, nor was there any attempt to deploy it. Rather, upon opening the packaging, it was discovered that the pushwire was bent at the end, and therefore the coil was immediately discarded. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Additional information received reported that no preparation was performed, as the kink was already identified during unpacking. The procedure was completed using additional concert coils. The cause of the pushwire bent could not be determined. There were no signs of tampering with the packaging. The proximal end was secured with the black clip. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
H3. Product analysis: equipment used: vis m-81805, 203cm ruler m-83361 as found condition (condition of returned device): the concerto device was returned for analysis within a shipping box, inside or a resealable plastic pouch, and alongside an introducer sheath. Visual inspection/damage location details: the introducer sheath was returned damage with blood found within the middle segment of the introducer sheath. The pushwire was found to be bent at ~6.5cm, broken (3 tack welds) at ~8.1cm, bent at ~17.6cm, bent at ~34.6cm, bent at ~122.8cm and bent at ~143.2cm from the proximal end. The concerto implant coil was found to be stretched, damaged (knotted) and broken off of the detach element; in addition, the polypropylene filament was found to be broken off of the detach element. The shield coil was found to be in good condition. The lumen stop and the coin were both noticed to be coated in dried blood. No other anomalies were observed. Testing/analysis (including sem reports): due to the damage condition of the concerto device no further testing was performed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿prod damage/deformed out of pkg¿ was unable to be confirmed. The concerto device was returned damaged (broken) and stretched (knotted). The damage found with the concerto device implies that the device may have been used. Dried blood was found within the introducer sheath and around the pushwire subassemblies is consistent with a lack of a continuous flush during the procedure. No possible root cause was able to be determined. The report notes ¿that it was initially reported that the concerto coil could not be released; however, it was clarified that this was incorrect, and the coil was never inserted into a microcatheter, nor was there any attempt to deploy it¿. This was unable to verify as the returned device looks like it was used within a microcatheter. No microcatheter was returned. The device and any accessories were prepared as indicated in the IFU. Based on the device analysis and reported information, the customer¿s report of ¿pusher kink /damage¿ was able to be confirmed, the concerto pushwire was returned damaged (bends/kinks) in multiple location. A possible cause of ¿pushwire kink/damage¿ is but not limited to user advances coil against resistance; however, the root cause of the ¿pusher kink/damage¿ could not be determined. The report notes that ¿additional information received reported that no preparation was performed, as the kink was already identified during unpacking.¿. This was unable to be confirmed. This event is reported at this time based on analysis findings which indicated a reportable event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.